Event description:
Patient reported that they cannot put the retainer back over their teeth due to them breaking a tooth and due to the pain and feeling like more teeth are going to crack. They also reported that the retainer has also chipped one of their teeth that was repaired by their dentist. Gathering additional information from patient. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.